Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation, it was found that the leafkey housing is chipping off. There was no pt involvement during the event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.